Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument was found to have the teflon pad damaged. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. During the procedure, the pad was detached and dangling but not separated within the patient¿s body. After removing the instrument from the patient, the customer took off the teflon pad from the instrument. There was no observed intraoperative collision or misuse involving the instrument. The instrument operated as expected during use. The customer confirmed that no fragment fell inside of the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting damaged teflon pad, an investigation is in progress. Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument was found to have the teflon pad damaged. Based on the current information, it is unknown if a fragment fell inside the patient. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the teflon pad damaged. Visual inspections showed that the teflon pad appears to be lifting. There was no missing material. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.